Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was seen in the emergency room due to complaints of syncope. The pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.